Event description:
Customer reported a frayed interconnect cable causing the system to power on and off during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. System operates as intended.